Event description:
It was reported that the patient underwent a sling procedure, a tvh, and an a&p repair in 2006. Postoperatively, the patient was treated with two doses of antibiotics and was released to home the next day. After 37 days, the patient had a vaginal exposure of the mesh at the midline with approximately two centimeters of the mesh exposed. A procedure was performed to trim the edges of the exposed tape where they were sticky, and vaginal estrogen was given. The patient will be seen for follow up in four months.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.